Event description:
In 2003 pt experienced a seizure while in a rehab facility. They were then transferred to the hospital where their dilantin level was found to be low (free 0.7 ug/ml, total 2.9 ug/ml). They were placed on IV dilantin and their dilantin levels became therapeutic with the total dilantin of 11 and a free dilantin of 2.2. They were seen by the dept of neurology, who felt that neurontin should be added. In addition, they were placed on IV decadron and a recheck cat scan was performed. The pt was monitored for 48 hours. They had no no more seizures, and were discharged 3 days later.